Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd plastipak¿ syringes there is a blue plastic that comes out when aspirating. The following was received by the initial reporter: the problem is between the plunger and the needle, it comes out as if it were a blue plastic when you aspirate the medicine.

Event description:
It was reported that when using the bd plastipak¿ syringes there is a blue plastic that comes out when aspirating. The following was received by the initial reporter: the problem is between the plunger and the needle, it comes out as if it were a blue plastic when you aspirate the medicine.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-sep-2023. Sample and photo received by our quality team for investigation. Through visual evaluation, foreign matter can be observed within the fluid path. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with contamination of the components internal lubrication system. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.